Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the sicu, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire. No other components were returned. Visual examination of the guide wire revealed five kinks throughout the wire. Microscopic examination confirmed five kinks and found both welds were full and spherical. No offset coils or separations were observed. A manual tug test confirmed that both welds remain intact. The kinks were measured at 8.0, 10.3, 36.3, 45.7, 57.5 cm from the distal weld. The guide wire measured approximately 601mm in the total length and exhibited an outside diameter (od) measured 0.807 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 596 - 604 mm and od: 0.788- 0.826 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.